Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient received three inappropriate shocks due to p-wave oversensing of the extravascular (ev) lead. In addition, diminished r-wave amplitudes were noted. An x-ray examination was performed which revealed lead dislodgement. The patient was hospitalized. The ev lead remains in use. No further patient complications have been reported as a result of this event. It was f urther reported the ev lead was explanted. Additionally, it was reported that once the ev-lead was removed an attempt was made to reposition a new ev-lead. However, it was not possible to find acceptable values for r-wave. The physician then decided to remove the entire extravascular implantable cardioverter defibrillator (ev-ICD) system and implant the patient with a competitor ICD system instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected: h6 annex f medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.